Event description:
Related manufacturer reference number: 3006705815-2023-03303. It was reported that the patient's leads had migrated, which was confirmed through imaging. Surgical intervention took place on (B)(6)2023 where the leads were repositioned to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.